Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user verify request was showing as rejected. A technical support specialist noted that the previous user verify request had been rejected and had not yet fallen off. It was advised to wait for the rejected request to expire, or alternatively, the request could be edited to 'approved' so the facility could issue the medication sooner. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the user request was rejected. The customer reported that a malfunction took place when the user tried to dispense medication hydromorphone tablet to the patient. There were no adverse events or injuries reported based on this event.